Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and cystocele. The patient experienced pain, urinary problems, bleeding and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure to treat sui & pop on (B)(6) 2007 and tvt-s and gynemesh were implanted.

Manufacturer narrative:
Date sent to the FDA: 07/26/2017. Patient codes: (B)(4) incontinence, (B)(4) frequency, (B)(4)urgency. It was reported that following insertion the patient experienced urinary incontinence, urinary frequency and urgency.

Manufacturer narrative:
Date sent to FDA: 8/14/2017 patient code: (B)(4) cystocele it was reported that following insertion the patient experienced incontinence and cystocele.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and mesh and bard mesh were used. It was reported that she experienced pain, bladder problems, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.